Event description:
A hospital in (B)(6) reported a surgeon was attempting to tighten 3 screws to the plate and during the tightening process a screw slipped through the hole in the plate. The surgeon tried again and again the screw slipped through the plate. This report is #2 of 2 for the same event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. It was established that instead of a lcp screw a va-lcp screw was used. We would like to point out that you excessive have to use this screw for provided plate. The conducted investigations according to the manufacturing and material documents have shown that the lcp plate was manufactured according to our specifications. No product fault could be detected.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.